Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. A remote monitoring transmission indicated a lead integrity alert (lia) triggered due to high rate non-sustained episodes and high right ventricular defibrillation impedance on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.